Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter was experiencing a power issue. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue has been happening for the past month when the subject meter has ¿not given any reading¿. The patient manages her diabetes with metformin, dose not specified. She stated that she can¿t remember if she was taking metformin during the time that the alleged power issue occurred. The patient reported that, in response to the alleged power issue, she experienced the symptoms of ¿headache, sleepy and thirsty¿ and she has experienced these symptoms on various occasions, ¿sometimes at night or in the morning when she gets up¿. The patient stated that in response to these symptoms she would ¿drink lots of water¿. During troubleshooting, the csr verified that there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. The issue was resolved during troubleshooting when the csr noted the issue occurred after the patient replaced the subject meter¿s battery and the csr walked the patient through resetting the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after being unable to test her blood glucose, due to an alleged power issue with the subject meter.